Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as a secondary arthrex camera was reported to have been too close to the main camera. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was intermittently tracking the ostium seeker. It was reported when close to the frontal ostium, the tracking could not be accomplished. The representative reported that when the surgeon relocated the arthrex camera in use, the instrument camera on the navigation system could track the instrument. The reported issue was reported to remain exclusively with the ostium seeker. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.